Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent deformation occurred. The procedure treated the target lesion located in the severely calcified and mildly tortuous unspecified vessel. A 3.0x24mm promus element plus stent was advanced to the target lesion and became stuck in the lesion. The physician was unable to free the stent and the stent accordioned in the process, so they deployed the 3.0x24mm promus element plus stent at the site. Additional stenting was required to complete the procedure. No patient complications were reported.